Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that at times "pump will not deliver a bolus." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: the black box shows evidence of eaw-175 ¿ user cancelled bolus (pump) warning on 2017-01-27 at 10:59. The pump was exercised for 24hr with no eaw¿s. Manually performed a normal 10u bolus and a 10u audio bolus successfully and both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on the pump's keypad. Unable to duplicate the complaint during the investigation. Display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).